Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (patient age, gender and weight are unknown). According to the complainant, after unpacking the electrode, one tine was found to be at the wrong angle. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis, but not yet evaluated; therefore, the root cause of the reported issue could not be determined. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that one tine was bent upwards away from the device handle. Three additional tines were also found to be bent slightly. Functionally, the array was able to be extended and retracted without issue. The condition of the returned incident device was consistent with the complaint that the array tines were damaged. The most probable root cause is handing damage. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (patient age, gender and weight are unknown). According to the complainant, after unpacking the electrode, one tine was found to be at the wrong angle. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.